Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 2.00mm x 20mm maverick balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube and the shaft of the device. There was contrast present in the inflation lumen and balloon. The balloon was loosely folded. At 7mm from the tip of the device, there was a partial circumferential tear. Product analysis confirmed the reported burst, as there was a partial circumferential tear.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, during third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 2.00mm x 20mm maverick balloon catheter. No patient complications were reported.